Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -13.5/1.5/134 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. H6-device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).